Event description:
Over the past two days this pt has had 2 ett cuffs burst requiring ett exchanges. All ett's inserted were checked for proper inflation prior to insertion. After ett were removed they were found to be ruptured. The first one ((B)(6) 2018) had slits bilaterally on the cuff, the second rupture ((B)(6) 2018) had a hole toward the bottom of the cuff. The ett from (B)(6) 2016 was given to rt in a biohazard bag; it does not have lot or batch number printed on it.